Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located a crack on the back of the pump and auto suspend does not activate when low found on (B)(6) 2022. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with the low suspend alarm feature functioning properly. Low suspend alarm was calibrated and programmed and it was triggered during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on pcba 1. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, cracked case, cracked case (battery tube) and battery tube threads - cracked. Cosmetic damage was confirmed, cracked case (battery tube) was noted, however auto suspend on low anomaly was not confirmed. Moisture damage on pcba 1 was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the back of the pump was cracked. Customer reported auto suspend was not activated even when they had low. No harm requiring medical intervention was reported. The customer will discontinue to use the device.